Manufacturer narrative:
Result: short in power coil cord. Damaged siderail panel. Missing cpu board. Damaged CPR cables.

Event description:
It was reported by service report that the foot lift would not go down, and the power coil cord had a short in it. No pt involvement or adverse consequences were reported.